Event description:
A bedside thoracentesis procedure was ordered. When staff opened the sterile tray a long brown human hair was noted in the tray. The contaminated tray was removed and a new tray was opened. Incident did not reach the patient.we have not had similar reported problems with this device. I have no information on the second tray other than it was same model. No way to verify the lot numbers on either tray as staff disposed of them immediately after procedure.